Event description:
Temporary blood donor deferral codes are recorded and associated with the last (most recent) donation date of a donor, not the date the deferral was added to the donor. If a temporary deferral that is associated with the last donation date were to be used, the deferral period for donor eligibility may be correctly calculated by the user.